Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from in between the grip tip and the grip tang. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodging may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the force bipolar instrument had an open and closing malfunction, and it would not open anymore. The customer had to use the emergency key. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were removed together. The wrist could not be straightened due to physical damage. The grips and jaws would not close. The tissue was not stuck between the jaws. The jaws were opened using the instrument release kit. The instrument jaws were stuck open. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The port incision was not increased in order to remove the instrument and cannula together. The procedure was completed robotically, and a new instrument was installed. No material was left behind in the patient's body. There was no injury to the patient.